Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they experienced high blood glucose level of 402 mg/dl. Customer 's spouse did not perform troubleshooting. The set and reservoir were changed every 2-3 days. Customer's spouse mentioned that they have not tried all remedies. Customer's spouse reported a no delivery alert. Insulin pump will not be returning for analysis.